Event description:
It was reported that a device was used during a tonsillectomy. The device became so hot that he could not hold onto it. The case was completed with cautery. There was no patient consequence.